Manufacturer narrative:
Submit date: 01/31/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with a gauze. The customer reports the gauze sponges irritated the home patient's skin. The home patient also stated that the telfa dressings were too sticky and pulled off their skin. The home patient stated that the skin around the exit site was very dry and sensitive and the gauze sponges and telfa dressing would snag on some dry skin in that area and pull/rip at the skin. The home patient indicated that ointment was provided by the nurse and the reported problem was resolved, but the name of the ointment is unknown.